Event description:
Per importer's MDR: MDR decision date: 02/18/2013, 02/20/2013 (B)(4). No serious injury alleged. Malfunction alleged. Dealer's customer is stating one of the pivot links broke, this part is not available. MDR filed